Event description:
It was reported that a nail packaged, labeled and marked as 130 degree angle nail was actually a 125 degree angle nail.

Manufacturer narrative:
The affected product was not available for return as it remains implanted. A sample nail from the same batch was available and returned. An evaluation of the returned sample revealed the nail to meet specification with no material or manufacturing defects. A review of complaint history revealed no other complaints for this batch. With the information currently available we are concluding that the nails in the specifiied batch are the correct angle.